Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was included in the advisory for a low voltage capacitor issue. The device was returned from the field and tested. The device failed a manufacturing test and was sent to the laboratory for detailed analysis.